Event description:
The dealer states that the joystick doesn't show a full charge but has a full charge. (B)(6) asked (B)(6) how she read it and she didn't know, her tech read it. She is going to have her tech call back. No additional information.